Event description:
Physician performing uvc (central) venous line) placement on baby boy's date of birth was adjusting the utah medical products umbill-cath single-lumen silicone umbilical catheter 3.5 french when the line fractured/snapped at approx the 10 cm mark and the portion of the line not extracted in the nicu was surgically removed without complication upon the baby's transfer to the facility operating room. The physician involved in adjusting the catheter reported no snagging or other advance indication of any issue with the line and no circumstance such that the integrity of the line would have been affected (sharps, etc.). Device itself was retained but package was not. By physician order, all parts/pieces of the catheter device were sent to pathology for a gross only (2 portions: 10.3 cm length by 0.1 cm diameter portion of rubbery tubing containing minimal amounts of red-brown bloody material; syringe with attached catheter with syringe measuring 11 cm length and catheter measuring 30.5 cm length. Catheter device had been inserted and in place approx 20 minutes total. Catheter with attached line removed in nicu and used was new and not reprocessed in any way.